Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. Less than 5ml of fluid was leaking from the right side of the analyzer during startup. The leak was not contained. The operator was wearing lab coat and gloves at the time of the incident. There was no report of operator exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) worked with the customer to replace the torn lower sheath restrictor line resolving the leak. (B)(4).